Event description:
The patient had bilateral implants placed. They did well postoperatively, until the loss of volume on the right side over the last several months. The patient denied any trauma. The patient had noticed over the intervening time that the left implant had become displaced superiorly and laterally.